Event description:
(B)(6) hospitals underwent win 10 software upgrades as required by omnicell. Omnicell did not transparently disclose known issues / malfunctions with devices to the customer prior to the software upgrade. >200 total machines were upgraded from 3/25/2025 - 4/7/2025 across academic medical center (level 1 trauma center), children's hospital, oncology infusion satellite, and community hospital. Upgrades were performed for both anesthesia workstations (aws) and xt cabinets. Ongoing issues are persistent with both aws and xt cabinets. Discovered issues include, but are not limited to: scanners not reading medication barcodes accurately - label printers printing incomplete / inaccurate information - unprompted machine rebooting during operating room surgical case causing delay - unprompted machine rebooting during ICU / ed medication dispensing causing delay - machine delays / lags during medication dispensing causing delay - anesthesia medication reconciliation (amr) malfunctioning during or narcotic case reconciliation - bio-ID malfunctioning preventing user log ins - touchscreen not registering user activity - cabinet / server communication malfunctioning requiring critical override for routine medication access omnicell has not identified nor communicated a root cause or troubleshooting guidance. Referencing report mw5169104.